Event description:
The user facility reported that the patient on impella cp support coded with ventricular tachycardia after line was placed in the neck. No known intervention. Patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported tachycardia and cardiac arrest has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the tachycardia and cardiac arrest could not be determined.